Event description:
Pt with end stage renal disease secondary to hypertensive nephropathy. Pt underwent their first hemodialysis in 1996. Pt was admitted to this facility in 1996. Pt was known to have congestive heart failure in the past, with right-sided pleural effusion. Echocardiogram also revealed left ventricular hypertrophy. Pt developed bilateral aneurysms of the graft. Graft was not working well. Doctor had several discussions with pt. Pt wanted to have perm catheter placed. This was done in 2002. Six days later pt underwent exclusion bypass of the aneurysm and the old graft could not be salvaged. Pt wished to continue using perm catheter as long as possible. Pt did not wish doctor to take the catheter out and use the graft in couple of months. Pt stated that they were tired of being punctured three times a week. Since pt's spouse died, pt was also more depressed. Pt recently underwent upper lip surgery in 2002. Following surgery, doctor dropped pt's dry weight because of some leg edema and shortness of breath consistent with congestive heart failure. Pt improved some after doing that. In 2002, doctor received a beep to call unit stat. Pt was undergoing CPR. Apparently around 9:24 a.m. There was a small drop of blood on the chest wall at the insertion site. Both staff members looked at the lines and checked the lines, and there was no evidence of active bleeding. Around 9:27 in the morning, while staff member was rinsing another pt, they heard a gasp and looked over at pt. Pt appeared ashen and was staring straight ahead. They immediately ran over and placed hand on the perm catheter because they thought that perm catheter was leaking. The venous end of the blood line became disconnected. There was no air in the system. The arterial connection was intact. Therefore, air embolism was highly unlikely, because the lines were full of blood and blood was coming out of the venous end of the catheter. CPR was initiated . Pt was in asystole. Paramedics came and took pt to hospital. Code was done for approx 15 minutes. There was no electrical activity in the beginning, and pt had transient electrical activity, but no blood pressure with it. In the dialysis unit pt received at least one liter of saline. After pt went to hospital pt received some more fluids, epinephrine, atropine and bicarbonate. Pt's hemoglobin there was noted to be 8.3, and hematocrit 25% after volume expansion during the CPR. Pt did not respond to fluid resuscitation like pt should if pt had no blood pressure from blood loss. Moreover, nurses approximated the blood loss to be only 300cc. Even if it was more than that, saline administration should have brought the blood pressure back, it that was the cause. Dr stated that she noticed elevation of st segments during the code. She felt that pt sustained massive acute myocardial infarction resulting in asystole. Based on the scenario and based on info from dr during the code, doctor concurred with her that pt probably sustained massive myocardial infarction causing asystole. It was also feasible that after pt sustainhed myocardial infarction and when pt developed a big gasp, that would result in movement of the neck, which would have resulted in separation of the venous line from the catheter. Cause of death: acute myocardial infarction with asystole.